Event description:
It was reported that the patient developed iliotibial band syndrome with pain and swelling approximately fourteen (14) months post-operatively. The patient was prescribed an nonsteroidal anti-inflammatory drug and physical therapy for eight (8) weeks. Initial operative notes noted no intraoperative complications. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - nexgen stemmed cemented precoat tibial component size 4, catalog #: 00598003702 lot #: j7308867, nexgen cemented option femoral component left size, e, catalog #: 00599401591 lot #: 66740003, nexgen distal femoral augment block size e 10mm, catalog #: 00599003520 lot #: 65917398, nexgen distal femoral augment block size e 10mm catalog #: 00599003520 lot #: 65917398, nexgen posterior femoral augment block size e 5mm, catalog #: 00599003501 lot #: 66734804, nexgen straight stem extension 18mm x 100mm catalog, #: 00598801018 lot #: 66492572, nexgen posterior femoral augment block size e 5mm catalog #: 00599003501 lot #: 66541448, nexgen all poly standard patella size 35mm catalog #: 00597206535 lot #: 61828236, nexgen articular surface with locking screw 20mm size e, f catalog #: 00599403220 lot #: 66270640, h6 - component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.